Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance anomaly. This lv lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance anomaly. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was not confirmed. A visual inspection of the lead showed that there was bunched in a few places and coils were deformed. Pressure test was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Moreover, stylet insertion, hipot test per specification, helix mechanism and continuity passed the test results.